Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of catheter kinking was confirmed but the exact cause is unknown. A radiographic image and photograph were returned for evaluation of this complaint. The radiograph showed the left-placed single-lumen PICC. The catheter appeared to be kinked at the venous insertion. The photograph showed the implicated 4fr single-lumen powerpicc catheter after it had been removed from the patient. Deformation was seen on the catheter shaft, which appeared to be shape memory from the catheter being kinked. The location of the kink in the catheter in the photograph appeared to align with the kink location seen in the radiograph. The exact cause of the kink in the catheter is unknown. However, it was noted that the insertion angle appeared steep and may have been a contributing factor. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported l PICC placed (B)(6) for discharge home antibiotics, returned to ed next day (B)(6) kink noted on cxr and observable ¿memory kink¿ noted upon removal. Catheter became "occluded", "kink" in the catheter prevented flushing. We had to replace the piccs in a fairly short timeframe. Additional information received on 11 sept, 2024: patient had to return to the hospital (via ed department) after being discharged a day prior for troubleshooting and replacement of PICC. Delay of antibiotic administration. No patient harm or injury. Late antibiotic administration.

Event description:
It was reported l PICC placed 7/27 for discharge home antibiotics, returned to ed next day 7/28 kink noted on cxr and observable ¿memory kink¿ noted upon removal. Catheter became "occluded", "kink" in the catheter prevented flushing. We had to replace the piccs in a fairly short timeframe. Additional information received on 11 sept, 2024: patient had to return to the hospital (via ed department) after being discharged a day prior for troubleshooting and replacement of PICC. Delay of antibiotic administration. No patient harm or injury. Late antibiotic administration.

Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.